Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing complete pump reset instructions, and the caller successfully started their sensor session without the error reoccurring.